Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician always measure the stent grafts prior to implant and uses actual measurement for sizing. There was no patient injury. The endurant (B)(4) was measured in the packaging and the length was 119 mm. The endurant (B)(4) was measured in the packaging and the length was 84 mm. The endurant (B)(4) was measured in the packaging and the length was 119 mm. Reference MFR # 2953200-2012-02413.